Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported that she was hospitalized due to high blood glucose levels. The reported blood glucose reading was 145 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer was uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.